Event description:
Medtronic received info that the wall of the common iliac vein was perforated during the use of the guide wire of this cannula. It was further reported that the doctor said that this event occurred because of a handling error. No adverse effect on the pt.

Manufacturer narrative:
Evaluation: results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: review of the device history record shows that this product lot met manufacturing specifications when released for distribution. A review of complaints notes no similarly reported events. Neither the pt nor the device problem described in this report are part of a trend analysis. Medtronic continues to monitor field performance to detect similar events, should they occur. Conclusion: the product was not returned for evaluation. User interface reportedly resulted in the event. Medtronic continues to monitor field performance to detect similar events, should they occur.